Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect stat highly sensitive troponin-I assay (list 3p25) did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any nonconformance's or deviations associated with the list number and complaint issue. Customer field data was used to assess the performance of the architect stat highly sensitive troponin-I assay using worldwide data. The complaint lot is unknown in this case, however review of the within date lots show that all median values are within established limits indicating the lots are comparable and performing acceptably in the field. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency of the architect stat highly sensitive troponin-I assay (list 3p25) was identified.

Event description:
A conference abstract by teng, l. Et.al., ¿deceptive troponin: understanding the clinical and economic impact of troponin assay interference¿, heart lung and circulation, suppl. Supplement 4 34: s416. Elsevier ltd. (Aug 1, 2025) noted falsely elevated architect stat high sensitive troponin-I results for several patients with a median troponin levels of 150 ng/l. Most of these patients presented with chest pain. A study from royal melbourne hospital (2021¿2024) was conducted. Patients with elevated troponin and suspected troponin assay interference were identified through clinician requests to the biochemistry laboratory. Among 26 patients identified, 21 experienced changes in treatment due to false positive results from the architect stat high sensitive troponin-I assay. Interference was confirmed with using alternative assays for testing (vitros or cobas high-sensitivity assays) on the same plasma sample which generated negative results. Treatment changes included therapeutic anticoagulation (2 patients), aspirin plus anticoagulation (6), aspirin loading (7), and colchicine therapy (6). All patients underwent transthoracic echocardiography, and 73% received coronary imaging via CT or invasive angiography. These investigations contributed to an average of 2.8 emergency visits and 2 hospital admissions per patient. No further impact to patient management was reported.

Event description:
A conference abstract by teng, l. Et.al., ¿deceptive troponin: understanding the clinical and economic impact of troponin assay interference¿, heart lung and circulation, suppl. Supplement 4 34: s416. Elsevier ltd. (Aug 1, 2025) noted falsely elevated architect stat high sensitive troponin-I results for several patients with a median troponin levels of 150 ng/l. Most of these patients presented with chest pain. A study from royal melbourne hospital (2021¿2024) was conducted. Patients with elevated troponin and suspected troponin assay interference were identified through clinician requests to the biochemistry laboratory. Among 26 patients identified, 21 experienced changes in treatment due to false positive results from the architect stat high sensitive troponin-I assay. Interference was confirmed with using alternative assays for testing (vitros or cobas high-sensitivity assays) on the same plasma sample which generated negative results. Treatment changes included therapeutic anticoagulation (2 patients), aspirin plus anticoagulation (6), aspirin loading (7), and colchicine therapy (6). All patients underwent transthoracic echocardiography, and 73% received coronary imaging via CT or invasive angiography. These investigations contributed to an average of 2.8 emergency visits and 2 hospital admissions per patient. No further impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98 (architect stat high sensitivity troponin-I), with 510k/PMA/bla number k191595. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field.